Event description:
Dealer called for troubleshooting help on motor/gearboxes. He states user has gone through several motor/gearboxes in a short amount of time. He said they are making a clicking sound and there is a lot of grease coming from the axle.